Manufacturer narrative:
Of the 2 allegations of a malfunction, no pumps were returned to animas. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the 2020 model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 21-42 years of age and between 176 and 176 pounds. Of the reported patients, 2 were male.